Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for an atrial arrhythmia burden. The stored and presenting electrograms (egms) show atrial tachy response (atr) episodes with significant atrial undersensing observed. The atrial intrinsic amplitude recorded on trend at 0.2mv (millivolts). The atrial sensitivity is programmed to automatic gain control (agc) 0.25mv. The alert duration was adjusted to greater than 24 hours and further review was recommended. The device remains in service. No adverse patient effects were reported.